Event description:
The customer reported via phone call indicating that the insulin pump alarmed button error. The customer does not recall any significant event leading to the alarm. The blood glucose level at the time was 200 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No sticking buttons were noted. The insulin pump alarmed for a button error and had no up arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.